Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered that the transfer set had disconnected from the patient line connector. The technical service representative (tsr) assisted with clearing the alarm and advised the patient to restart therapy with all new supplies. The patient¿s registered nurse further explained that the disconnection was most likely due to patient making a mistake during connection. There was no patient injury or medical intervention associated with this event. No additional information is available.